Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-36 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by an on-site field service technician. An event history log review, visual inspection and functional testing (power-on self test) were performed. The f-36 alarm was identified during the review of device alarm log and functional testing. The cause of the condition was determined to be an inoperative force sensing resistors (fsrs). To correct the condition, the fsr¿s were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.